Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and outcome of the event was unknown and treatment for the event was not reported. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapies were discontinued. No additional information is available.